Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was pain caused by intersticial cystitis and vaginal disease. Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the patient had their device implanted for pain caused by intersticial cystitis and vaginal disease. It was stated the patient never had therapeutic effect and they received a shocking or jolting sensation. It was noted there were multiple reprogramming attempts after implant and 2 or 3 months after implant the patient stated "it shocked my whole body" and they stopped using therapy at that point. Reportedly, the patient was told by four doctors that with removal of the device there was a risk that explant could result in paralysis and the patient losing all body control. It was also reported the patient was told some part of the system was pressing on their spine and tail bone and that it was not implanted in the right place. It was stated the patient¿s implantable neurostimulator (ins) was implanted in their left hip.